Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to implant fracture stem. Revision njr number: (B)(4). Side: r. Primary asa: p1 - fit and healthy. The following components have no alleged deficiency and were not revised during this surgery: rim-lock biolox delta ceramic liner 36mm ID group pha04512 lot # 1415664 qty. 1. Procotyl l beaded and ha coated cup size 58mm pha06268 lot # 1393000 qty. 1.